Event description:
Customer reported low blood glucose symptoms and went to see the school nurse. The customer tested 3.9 mmol/l on the compact plus system. The school nurse treated her with a glucose tablet, orange juice, and a sandwich. Low blood glucose symptoms improved within 10 minutes, and 30 minutes later customer tested 7 "something" (mmol/l) on the compact plus system. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).